Event description:
On (B)(6) 2025, the customer contacted leica biosystems with the following information: "over and under processed tissue occurred during daytime mon. (B)(6) 2025. 5 runs with 75 cases (more than one cassette / case) across 4 peloris processors, user apparently ran tissues on incorrect programs. Tissue was either under processed, or very over processed. Over processed tissue rehydrated with softening agents some tissue recovered, some tissue not recovered, affected patients have been notified." On (B)(6) 2025, the leica field applications specialist (fas) investigating this event with the complainant provided the following additional information: at least one patient could not be diagnosed and the customer is unwilling to provide patient identifiers for the affected patient tissue sample(s) - the exact number of cases is unknown. The additional instruments involved in this event are documented in 3022446399-2025-00012, 3022446399-2025-00013 and 3022446399-2025-00015.